Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the av fistula with moderate calcification and moderate tortuosity. The 7x40mm armada balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy and the balloon was inflated; however, the balloon ruptured at 15 atmospheres (atm) after 2 inflations. Therefore, the bdc was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another 7x40mm armada balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to circumstances of the procedure. There was no leak noted to the balloon during preparation or during the first inflation, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.